Event description:
Frozen af clinical study. During a pulmonary vein isolation cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that after inserting the polarsheath the physician began aspirating fluid from the sheath with a 20cc syringe. It was noted that there was air being pulled in from the hemostatic valve, through the side port and into the syringe. Aspiration rate was slowed in order to prevent air ingress. The physician did not want to exchange the sheath and continued using the same sheath for the remainder of the procedure. The procedure was completed successfully with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analysis. Visual inspection noted a kink in the middle of the sheath shaft. Blood was also found on the handle. The sheath was leak tested and no leak paths were identified. The device passed all standard manufacturing testing. There is no evidence this device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. To reduce the potential for air ingress into the sheath and the risk of embolism, the polarsheath instructions for use (IFU) was revised to emphasize best practices during use of this device. On april 13, 2021, boston scientific issued a field safety notice (92688876-fa) to communicate these IFU updates to all global customers in the interest of minimizing the risk of air embolism and promoting consistent use of the IFU in all geographies.

Event description:
Frozen af clinical study. During a pulmonary vein isolation cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that after inserting the polarsheath the physician began aspirating fluid from the sheath with a 20cc syringe. It was noted that there was air being pulled in from the hemostatic valve, through the side port and into the syringe. Aspiration rate was slowed in order to prevent air ingress. The physician did not want to exchange the sheath and continued using the same sheath for the remainder of the procedure. The procedure was completed successfully with no patient complications. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.